Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the crack in her transformer was large enough where you could see the underlying electronics inside. This is a safety risk. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Reported failure appears to be for rev l or rev m transformer however, customer did not have transformer therefore was unable to obtain information on lot code. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.

Event description:
Customer called into customer service to report that the housing on her pump in style transformer is cracked all the way down and she can see the insides.